Manufacturer narrative:
Corrected fields: d4 model number, d4 lot number, h6 evaluation conclusion codes.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. There was fluid loss from the device. The aus was explanted and replaced. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Device fluid loss was also noted. The device was explanted and replaced. No further patient complications were reported.